Manufacturer narrative:
Device has been returned for evaluation. The service technician performed a visual inspection on the received condition of the scope bending section and confirmed the bending section cover had 3 missing sections that were torn and exposed the bending mesh underneath. The bending mesh (metal) was exposed, however there was no metal protruding or sticking out from the bending cover; no sharp edges were observed during the inspection. The missing portions of the bending cover were not returned for evaluation. Scrapes and marks near one of the cuts on the bending cover seemed to have been in contact with a sharp object or tool during use. According to the device¿s service history, the scope was returned (B)(6) 2020 and the bending section failed the ¿electrical continuity test¿. At the time of service, the scope total accumulation indicated usage has a reading of 1,095 uses with 83 minutes in use. The scope ID now read at 1,112 uses and 691 minutes in use. A total accumulation of 17 uses and 608 minutes were used since the service event on 05mar2020. Based on the evaluation and findings, olympus was able to confirm the damages on the bending section cover. The cause could not be established.

Event description:
The customer reported after a therapeutic tracheostomy procedure, the insertion tip bending rubber was cut/missing showing the metal underneath the scope. The damage was discovered by staff when they received it after surgery to reprocess after use. The staff noted the damage before the scope was placed in the oer pro. The intended procedure was completed with the same scope. The scope was cultured and no result found. There was no patient harm or injury reported.

Manufacturer narrative:
The cause of the event cannot be conclusively determined. Since there were scratches on a-rubber of the actual scope but there was no internal elements protrusion nor sharp edge, we presume that the suggested event occurred by contact with a sharp object. There was information that the procedure performed just before detected the suggested event was percutaneous tracheostomy via a bronchoscopic guidance, and a therapeutic tracheostomy was performed after. From above, a-rubber damage may have occurred by contacting with the edge of bronchoscopic guidance and/or needle used for the procedure. Additional information was attempted to be obtained on the use of an insertion sheath to insert the endoscope during procedure but no information was provided. DHR review was performed and no non-conformances that would cause the reported malfunction were noted.